Event description:
It was reported that the patient with this artificial urinary sphincter experienced difficulty voiding, urinary tract infection, erythema of the left hemi-scrotum and difficulty cycling the device due to swelling around the pump. A cystoscopy was performed, and it was noted that the patient presented erosion in the bulbar urethra. The patient underwent a removal surgery, during which a catheter was placed to drain the bladder and subsequently all the components of the existing device were removed. The patient was treated post operatively with antibiotics. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced difficulty voiding, urinary tract infection, erythema of the left hemi-scrotum and difficulty cycling the device due to swelling around the pump. A cystoscopy was performed, and it was noted that the patient presented erosion in the bulbar urethra. The patient underwent a removal surgery, during which a catheter was placed to drain the bladder and subsequently all the components of the existing device were removed. The patient was treated post operatively with antibiotics. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. The balloon was visually inspected and microscopically examined. Visual inspection identified a tear in the shell caused by a sharp instrument consistent with explant damage. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. The pump was visually inspected, microscopically examined, and tested for leaks. Visual examination revealed extensive scaling on the component and its kink resistant tubing (krt). In addition, there was a tear in the krt consistent with material fatigue; therefore, the pump did not pass the leakage test. The pump was not functionally tested due to the confirmed damage. Based on the information available and analysis results, the reported clinical observation could not be confirmed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU); therefore, a conclusion code of known inherent risk of device was assigned to this investigation.